Manufacturer narrative:
Upon evaluating the returned heartmate ii system controller, the MFR was able to confirm the report of red heart alarms from our review of the log file. The log file was downloaded and there were numerous atypical events recorded where the pump speed was captured below the low speed setting as well as events recorded where the pump had stopped. The system controller appeared to be tethered to the power module at the time these events were recorded and the supply voltage was recorded at hazardously low levels. These atypical events were accompanied by the expected alarms for low speed hazard and low flow hazard, which would have resulted in the reported red heart alarm on the system controller. The system controller was tested while connected to the equipment in our lab and was determined to be functioning as expected during analysis even while supported independently by either power lead. The system controller was unable to be attributed to the events contained within the log file. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The customer reports that pt called reporting red heart alarm on system controller. Add'l info received during the MFR's investigation revealed that there were pump stops recorded in the log file.